Manufacturer narrative:
The investigation has determined that lower than expected, vitros ckmb results were obtained when testing a vitros isoenzyme performance verifier control on a vitros 5600 integrated system. The definitive assignable cause could not be determined. Historical quality control results indicate that vitros ckmb lot 4932-0216-0281 was not performing as expected in regards to both accuracy and precision at this customer site. Ongoing complaint trending and tracking has not identified any signals of a systemic quality issue associated with vitros ckmb slide lot 4932-0216-0261. Diagnostic within run precision testing was not performed to evaluate the vitros 5600 system performance. Therefore, an unexpected analyzer issue or an issue with vitros ckmb lot 4931-0216-0261 cannot be ruled out as contributing to the event.

Event description:
A customer obtained lower than expected vitros ckmb quality control results when testing vitros isoenzyme performance verifiers on a vitros 5600 integrated system. Vitros isoenzyme performance verifier I lot r5507 vitros ckmb results of 13.2, 15.5 and 16.0 versus the midpoint of the vitros performance verifier I rom 23 u/l. A biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The lower than expected vitros ckmb results were obtained when testing a quality control fluid. Ortho has not been made aware of any allegation of patient harm as a result of this event. However, the investigation cannot conclude that patient sample results were not affected during this time or would not be affected if the event were to recur in the future undetected. This report is number three of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three ckmb slide lots were involved. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint number (B)(4).